Manufacturer narrative:
Submit date: 09/07/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reported no accurate feed. No further information received. Attempts to retrieve additional information were made on (B)(6) 2016. To date there has been no reply. If additional information is received the file will be updated.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed and the customer states ¿no accurate feed¿. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.